Event description:
Dealer states the suction on the grab bar stopped working and would not hold any longer. No report of ill effect to the user.

Manufacturer narrative:
(B)(4) issued MFR report #1531186-2012-00942 with the manufacturer as unknown. The actual manufacturer is sun zing plastic ironware located in (B)(4). Notification has been sent to their us agent.

Event description:
Dealer states the suction on the grab bar stopped working and would not hold any longer. No report of ill effect to the user.